Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing between the lung area during a lung resection, the indication of exceeding the applicable limit of the device showed on the display with the tip left about 1 cm. The fire button was pressed for the second time, but firing could not be done. The surgeon opened the jaws. The reinforce sheets at the tip of both the cartridge fork and anvil fork were cut off with scissors. After that, other reloads were used to complete the case. There was no patient injury.